Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed no defects. During leak testing a leak was observed from the vented hole at the end of the millipore filter. The reported problem was verified. The cause of the condition was determined to be due to a manufacturing issue. To address the issue, the supplier of the filter has been notified of the condition and awareness was provided to appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked. The leak was coming from a cracked filter. This malfunction was identified during priming. There was no patient involvement. Additional information was requested and is not available.